Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. It was reported that the catheter was completely ruptured was retrieved on (B)(6) 2024. The septum side was discarded and cannot be retrieved. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on the proximal end of the catheter segment that was elliptical in shape. The catheter segment measured approximately 16.4cm in length. A kink was noted on the catheter segment. The edges of the complete compound break on the proximal end of the catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Therefore, the investigation is confirmed for the reported fracture, material separation and identified deformation and naturally worn issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2024, the catheter was retrieved. It was reported that post a port placement, the septum side of catheter allegedly discarded and cannot be retrieved. Reportedly, the catheter was completely ruptured. There was no reported patient injury.